Manufacturer narrative:
The insulin pump alarmed during unexpected restart test due to broken solder joint connector on interface board. No alarms noted. The insulin pump was received with cracked reservoir tube lip and cracked case near display window corners noted.

Event description:
The customer reported via phone call that they had multiple signal too low alarms and unexpected restart alarms. Customer's blood glucose was unknown. The customer was advised to revert to a back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.